Event description:
On 12/11/97, pt had right transfemoral aortic & left iliac stenting. Post op, high grade stenosis of right common femoral artery by duplex scan noted, jeopardizing outflow of rt limb as superficial femoral artery also occluded. Pt admitted for right common femoral profunda endarterectomy with saphenous vein patch. Intra-op finding at previous sheath insertion site of 3mm black/grey fragment suspected to be tip of catheter used in initial procedure of 12/11/97.